Event description:
It was reported, the patient was first admitted to the hospital on (B)(6) 2024 for postoperative chemotherapy with PICC placement using a central venous catheter kit with peripherally inserted cannula and accessories. The second admission for chemotherapy was made on (B)(6) 2024. After evaluation of the PICC tubes on admission, it was found that there was regurgitation of blood in the lumen of the tubes and it was not possible to pump it back. The thrombolytic therapy of urokinase given was not able to pass the blood and the ultrasound performed showed thrombosis of some of the walls of the PICC tubes, which were then given antithrombotic treatment was given. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, the patient was first admitted to the hospital on (B)(6)2024 for postoperative chemotherapy with PICC placement using a central venous catheter kit with peripherally inserted cannula and accessories. The second admission for chemotherapy was made on (B)(6)2024. After evaluation of the PICC tubes on admission, it was found that there was regurgitation of blood in the lumen of the tubes and it was not possible to pump it back. The thrombolytic therapy of urokinase given was not able to pass the blood and the ultrasound performed showed thrombosis of some of the walls of the PICC tubes, which were then given antithrombotic treatment was given. No other information was provided.